Event description:
Customer states the black selectrol slide is detaching from the yankauer and falling into the patient body cavity during operations. In this instance the selectrol has been recovered, and no patient injury has occurred. Complaint was received by tyco in 2001. Tyco/kendall qa group received the complaint on 05/20/02.